Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -7.50. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo 12.1 -7.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Low vault was noted. The lens was explanted on 01/30/2016 and exchanged for a longer length lens. This resolved the problem. On (B)(6) 2016, patient's last visit; bcva was 20/25. See MFR. #2023826-2016-00334 for left eye.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic bent. (B)(4).